Event description:
According to the reporter: the tip of needle broke off while physician was suturing uterus. Needle tip was not found on sponges or on the sterile field. X-ray was done, and no metal tip noted on x-ray. Tip was never found.

Manufacturer narrative:
(B) (4). (B) (4).